Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that low lead impedance was observed on the atrial lead. The lead was capped and replaced on (B)(6) 2018. Patient condition was stable.